Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was difficulty with imaging due to the patient anatomy. The clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One clip was implanted for stabilization, reducing the mr to 1-2+. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The image resolution poor was related to patient and procedural circumstances as imaging was reported to be difficult due to the anatomy. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.